Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll stopper was defective / damaged. It was reported that, "the plunger on the ¿new¿ 1ml syringes slips easily out of the barrel and the medicine being drawn up spills out. Every time the syringe is drawn up, at least 0.5ml of air enters the syringe before the medicine is drawn up, which means it is not possible to draw up 1ml without first ¿pushing the air out¿ and then drawing up a further 0.5ml of medicine. This has happened on multiple occasions!". Material number: 309628 lot number: 53560638 date of event: 2026-05-11.